Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: malposition, migration, and ptosis (ndr).

Event description:
Reported through national breast implant registry " device migration/implant malposition, change shape/size/style, ptosis". Ptosis is not considered device related. This record is for the left side. The device was explanted.